Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its cubie failures occurring on multiple drawers. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were failed. A field service engineer (fse) identified cluster cubie failures on half-height cubie drawers 2.1, 2.2, 3.1, and 7.2. The fse reseated the row board cables for the affected drawers. After the repair, no errors or failures were observed in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.